Manufacturer narrative:
(B)(4).the device will not be sent back for evaluation.

Event description:
Baxter quality associate left a voice message for corporate product surveillance (B)(6) 2010 to relay report received from another baxter employee who was also the patient in this report of an unspecified IV (intravenous therapy) pump in which false downstream occlusion alarms were detected while running unknown drug at 100ml (mililiter) per hour and continued at a slower rate when nurse adjusted to 50ml per hour with the occlusion alarm set at "moderate" on an unknown date. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.